Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the inventory list did not function. A technical support specialist confirmed with customer that a field service engineer had fixed the issue as it was just a failed hardware issue, no further issue. The system functioned as intended after troubleshooting the device.

Event description:
It was reported that when using the pyxis medstation es system inventory list did not function, preventing the user from selecting medication. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.